Event description:
It was reported that a neurologist's (B) (6) handheld computer was freezing on the interrogation successful screen. A company representative performed troubleshooting on the reported handheld and after performing a soft reset the issue resolved. A new handheld was sent to the neurologist and the reported handheld was returned to the manufacturer to undergo product analysis.